Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient daughter called having concerns with controller. Per patient daughter patient started on the left side but patient was having some trouble understanding how to use the verify. Patient had switched herself to the right side and daughter stated helped patient switch back to the left side. Patient was switched back left side amp 6.5 and got error message ¿cannot provide your desire setting call your clinician." Patient decreased amp level down to 0.0 and then started increasing amp level back up but at 7.1 provided error message but patient was not feeling any stimulation. Patient also was advised to switch back to the right side but amp level could not increase higher than 4.3 and patient was also unable to feel stimulation. Patient went back to the left side amp level 7.3 but no feeling of stimulation. Patient and husband stated patient has not yet had a bowel movement. The patient¿s daughter stated a day later that there has been no improvement. The patient daughter stated patient¿s felt "fluttering sensation" just before she has bm, but otherwise did not feel stimulation any other time. Patient was confusing the "fluttering sensation" or stim as a prompt to go to the bathroom. The patient was advised that she should just be feeling like she naturally needs to go to the bathroom. The patient was informed that it was the actual stimulation that she was feeling and it was not an indication that she needed to go to the bathroom. Additional information reported about a couple weeks later that lead migrated and was confirmed by doctor. The issue was reported as unknown if resolve at the time of this report. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Additional information was received from the healthcare provider. The healthcare provider was not aware of the error message. It was reported that the patient was doing well and was achieving the desired response. No further complications are anticipated.